Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out of range impedance measurements, and oversensing of noise. The issue could not be reproduced with isometrics and arm movements. Boston scientific technical services (ts) reviewed the device data and noted inappropriate anti-tachycardia pacing (atp) and a shock due to the oversensing. The physician is trying to determine if there could be a lead issue or setscrew issue. The cause is unknown at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Seal ring marks indicate full lead insertion in all lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This implantable cardioverter defibrillator (ICD) was electively explanted approximately six years later and returned for analysis. This report is being filed to submit the analysis results.